Event description:
Under fluoroscopy l2 level was identified and greenfield filter introducing sheath introduced. With this introducing sheath we obtained digital subtraction and geography of the inferior vena cava and located the origin of the confluence of the renal veins. Road mapping technique was used by moving the introducing sheath and leaving the applicator in place. Correct position for origin of renal veins with the vena cava were found and marked. The filter applicator was taken through the sheath into the given position and the filter was deployed. On deploying the filter the distal end of the filter, the prongs, which are supposed to open up and spring open and catch the wall of the vena cava, remained in a relatively closed position. The filter was still in the deployed position at the l2 level and it did not move with the venous flow.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.